Event description:
It was reported the lead was explanted and not replaced due to patient no longer needing pacemaker. The lead was reported to have fractured in 2005 and was unable to capture at maximum output, had high impedance of 6827 ohms, and threshold was high. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary distal conductor fractured. Proximal segment returned and analyzed.